Event description:
It was reported that a participant in the ilet experience study experienced a hyperglycemic event and stated their blood glucose reached approximately 400 mg/dl, with no associated alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment and the need for follow-up to obtain additional details. Investigation included a review of available user feedback and a request for additional information. Investigation of this case revealed that the cause of the hyperglycemia was unclear based on the information provided. It was concluded that no device malfunction could be determined and additional information is required to assess contributory factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.